Manufacturer narrative:
(B)(6). This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for two (2) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent tibial fracture repair procedure. On (B)(6) 2016 the patient underwent revision surgery to remove implants due to non-union. During the revision surgery, a nail, an end cap, two broken screws and two intact screws were removed. The patient was revised with a new nail. During the tibia repair the nurse was attempting to assemble the reaming rod measuring device and the screw broke off of the tip. This event occurred away from the patient and there was another device readily available. There was no delay in surgery and the patient outcome was reported as stable. Event occurred during the revision surgery is captured under (B)(4). Concomitant medical products: nail (part #279.630, lot #5934942, quantity #1); end cap (part #unknown, lot #unknown, quantity #1); screws (part #unknown, lot # unknown, quantity #2). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).